Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient's pump was malfunctioning. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was receiving baclofen (2000mcg/ml at 750mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had 2 refills that were off and kept having refills that were off and they kept doing increases that were doing nothing, but it was only off by 1.5ml. The patient's catheter was "100% clogged." His surgeon interrogated it and it was 100% clogged on (B)(6) 2018. There were signs that something was wrong and the first healthcare provider (hcp) did not do anything, he kept refilling it and raising the rate and nothing was happening. This went on for several months. They had a plan to keep the patient stable, he was, as of (B)(6) 2018, taking oral baclofen. The increases were not helping for more than a year and a half. There were no further complications reported at this time.